Manufacturer narrative:
The reported event was inconclusive because no sample was returned. A potential root cause for this failure could be ¿insufficient seal¿. It was unknown whether the device had met relevant specifications. The product was used for diagnostics purposes. It was unknown whether the product had caused the reported failure. The lot number was unknown; therefore, the device history record could not be reviewed. The product catalog number and lot number for this device was unknown. Therefore, bard was unable to determine the associated labeling to review. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned

Event description:
It was reported that the arctic sun device gave an erratic patient temperature reading. The user had a bladder temperature source and stated bladder temperature source read fine when plugged into the monitor. Mss explained to nurse that they need to verify that the probe was connected to patient temperature one port and explained that the cable could be the issue. So, mss recommended troubleshooting the cable. Nurse mentioned that they would start to find another cable. Per follow up via nurse on 26apr2021, the user switched out device completely but the issue persisted. The patient turned out to be (B)(6) and the therapy was completed. The arctic sun device kept it service.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the arctic sun device gave an erratic patient temperature reading. The user had a bladder temperature source and stated bladder temperature source read fine when plugged into the monitor. Mss explained to nurse that they need to verify that the probe was connected to patient temperature one port and explained that the cable could be the issue. So, mss recommended troubleshooting cable. Nurse mentioned that they would start to find another cable.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. Corrections: d, h. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device gave an erratic patient temperature reading. The user had a bladder temperature source and stated bladder temperature source read fine when plugged into the monitor. Mss explained to nurse that they need to verify that the probe was connected to patient temperature one port and explained that the cable could be the issue. So, mss recommended troubleshooting the cable. Nurse mentioned that they would start to find another cable. Per follow up via nurse on (B)(6) 2021, the user switched out device completely but the issue persisted. The patient turned out to be bard foley and the therapy was completed. The arctic sun device kept it service.